Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized four different times for about four days each. It was reported that hospitalization began in (B)(6). Customer's blood glucose was in the range of 100 mg/dl. Customer was vomiting and had ketones. Troubleshooting was performed on insulin pump by healthcare professional and it was found that insulin pump was working as designed. It was reported that customer recalled being hospitalized at the age of eight for diabetic ketoacidosis. Customer declined transfer to helpline.